Event description:
It was reported that the 9800 sys will not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the snubber assembly. The sys operates as intended.